Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made for the case. There was a lateral skiving potential in l3 left trajectory. Analysis reviewed the provided ap and obl images. Registration was verified to be accurate. Analysis reviewed the images provided. A lateral deviation can be seen in l3 left. The log files show no indication of excessive force applied on the surgical arm. Platform shift can be ruled out as l3 left was the first trajectory executed and the subsequent trajectories were accurate. After ruling out platform shift and considering the percutaneous approach which eliminates soft tissue pressure, analysis reviewed all available information and concluded the root cause of the deviations is skiving of the surgical tools, resulting in a lateral trajectory of l3 left. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spinal procedure. It was reported that there was a deviation at the l3 left screw. The amount of deviation was unknown. It was an l3-l5 minimally invasive tlif. Screws were completed before interbody placement. The l3 left screw was outside of the body. It was the first trajectory. The remaining trajectories were accurate and within the pedicle. The surgeon removed the l3 screw and used a navigation system and and imaging system to implant the screw again. There was about a 20 min delay. The manufacturer representative initially thought soft tissue was the cause but they would have expected the navigation to be off during the first trajectory. There was no impact on the patient outcome.